Manufacturer narrative:
All battery voltages were low. Corrosion was found on the batteries, pcb, reservoir cap, tube nut and clutch spring. A leak test was performed and found fluid exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the corrosion on the device and a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400mg/dl, while wearing the pod between 24 and 356 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.